Manufacturer narrative:
No product has been returned and a valid serial number was not provided for libre sensor. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint, and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. The date of the event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. A customer reported that the low glucose alarm did not trigger and customer required unspecified third-party medical intervention for diagnosis of hypoglycemia. No further information was provided. There was no report of hospitalization due to the reported issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. A customer reported that the low glucose alarm did not trigger and customer required unspecified third-party medical intervention for diagnosis of hypoglycemia. No further information was provided. There was no report of hospitalization due to the reported issue. There was no report of death or permanent injury associated with this event.